Event description:
As soon as the sterile lens was opened to the scrub nurse she stated the lens was found half bent in the packaging. The lens was shown to the dr. Who agreed completely with the scrub nurse's assessment. This lens was not implanted, another one was opened and used.